Event description:
The customer reported that the first time they attempted to take a shot, they did not get an image. After rebooting, the system worked until they heard a loud pop while fluoroing. A reboot was needed to proceed.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.